Event description:
It was reported this was a closure using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture broke/tore when completing the step knot management with seven prostyle devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. The reported material separation could not be confirmed with the given information. Production record and similar complaint history were not performed because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device returning status updated from ni to not returning.